Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One unused sealed 6fr angio-seal vip device was returned for product evaluation. All device accessory components were removed from the packaging and examined via visual inspection. There were no visual anomalies noted with the locator and sheath. There were no signs of damage or deformation observed at the tip of the hemostasis sheath. Upon microscopy analysis, at the distal tip of the sheath in the monofold, there was a film of yellow substance present. No other visual anomalies were noted with the device. Terumo has determined the reported event to be manufacturing related and is being further investigated.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility returned an unused sample for investigation and during the investigation of the sample a yellow residue was noted at the tip of the hemostasis sheath.